Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and dbs therapy indications. It was reported that the patient got an infection about 2 weeks after the stimulator was implanted in their chest. The stimulator was explanted and then after waiting three months a new device was implanted in their belly.